Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked. On (B)(6) 2025, after inserting an indwelling needle for intravenous therapy, the nurse discovered leakage from the soft needle tip, rendering it unusable.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, so the root cause of the leakage at the catheter cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.